Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still a piece of coil in me'), endometritis ('chronic endometritis'), pelvic pain ('pain/stabbing pain in my right lower side of pelvis') and uterine haemorrhage ('other injury(ies) or complication (s) please describe: hematometra') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic tubal sterilization and novasure endometrial ablation performed together". The patient's medical history included gravida ii, parity 2, tachycardia, oligomenorrhea, colposcopy, bacterial vaginosis, nausea, chest pain, pain in hip, elevated bp and leukorrhea. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included obesity, menorrhagia, hypertension, dysfunctional uterine bleeding, acne, hsv infection, offensive vaginal discharge, acid reflux (oesophageal) and amenorrhea. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) for birth control as well as aciclovir (acyclovir), ascorbic acid; betacarotene; bioflavonoids; biotin; calcium carbonate; calcium pantothenate; chromium picolinate; cholecalciferol; copper sulfate; cyanocobalamin; dl-alpha tocopheryl acetate; ferrous fumarate; folic acid; lysine hydrochloride; magnesium oxide heavy; manganese sulfate monohydrate; nicotinamide; oenothera biennis oil; phytomenadione; potassium iodide; pyridoxine hydrochloride; retinol palmitate; riboflavin; selenomethionine; sodium borate decahydrate; thiamine mononitrate; zinc oxide (cenovis women's multi vitamins & minerals onc), carvedilol (coreg), hydrochlorothiazide (hctz), ibuprofen (motrin), lisinopril, loratadine, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) -2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain, right lower quadrant"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingectomy). At the time of the report, the device breakage, endometritis and uterine haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, endometritis, pelvic pain, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. First time, I was told that only left tube was occluded, but the procedure was discontinued due to pain: second time I was told to schedule an ultrasound as a repeat the confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: impression: negative for appendicitis. Essure devices in place. Hypoechoic fluid collection n the right fundus lies adjacent to the right essure device. This may represent an involuting fibroid r an endometrial/ parametrical fluid collection. Short-term gynecologic follow up is recommended. Hysterosalpingogram - on (B)(6) 2014: impression: intravasation of contrast on the right with filling of gonadal vein. Failure to opacify uterine cavity. Cannot exclude patent fallopian tubes on this exam. Correlation with clinical history is recommended and consider repeat or follow up imaging in 2-4 weeks to assess fallopian tubes as needed. Pathology test - on (B)(6) 2014: endometrial biopsy. Diagnostic opinion: endometrium, biopsy: endocervical mucosa and superficial strips of endocervical mucosa with no significant. Histopathologic abnormality. No evidence of endometrial tissue for histologic evaluation. On (B)(6) 2015: final cytologic diagnosis: satisfactory for evaluation. Scant endocervical component. Rare metaplastic cells identified. No endocervical glandular cell clusters seen negative for intraepithelial lesion or malignancy; on (B)(6) 2017: specimen(s) received: uterus, cervix. Left fallopian tube. Clinical information: abdominal pain, acute right lower quadrant; hematometra (sk). Diagnostic opinion: uterus and cervix: chronic endometritis. Active chronic cystic cervicitis with reactive epithelial changes. Left fallopian tube: benign para tubal cysts. Physical breast examination - on (B)(6) 2015: normal limits. Smear cervix - on (B)(6) 2015: normal. Pap smear abnormality of cervix with ascus favoring benign. Ultrasound pelvis - on (B)(6) 2016: impression: hypoechoic area with some adjacent fluid seen towards the uterine fundus that may represent submucosal fibroid or even foca1 area of hematometrocolpos given the history of the patient's previous ablation. Left para ovarian cyst. Ultrasound scan vagina - on (B)(6) 2014: findings; endometrial biopsy; on (B)(6) 2014: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2016: impression: unremarkable right hip. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, back pain, menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : stabbing pain in my right lower side of pelvis(pelvic pain). Concerning the injuries reported in this case, the following one was reported via medical records: endometritis concerning the injuries reported in this case, the following one was reported via social media: device breakage. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs, medical record & social media received: new events -device breakage, endometritis dysmenorrhea (cramping), vaginal discharge, pain, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: hematometra, abdominal pain right lower quadrant were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Outcome of event dysmenorrhea, vaginal discharge, weight gain, abdominal pain and pelvic pain updated to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still a piece of coil in me'), endometritis ('chronic endometritis'), pelvic pain ('pain/stabbing pain in my right lower side of pelvis') and uterine haemorrhage ('other injury(ies) or complication (s) please describe: hematometra') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic tubal sterilization and novasure endometrial ablation performed together". The patient's medical history included gravida ii, parity 2, tachycardia, oligomenorrhea, colposcopy, bacterial vaginosis, nausea, chest pain, pain in hip, elevated bp and leukorrhea. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included obesity, menorrhagia, hypertension, dysfunctional uterine bleeding, acne, hsv infection, offensive vaginal discharge, acid reflux (oesophageal) and amenorrhea. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) for birth control as well as aciclovir (acyclovir), ascorbic acid;betacarotene;bioflavonoids;biotin;calcium carbonate;calcium pantothenate;chromium picolinate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;lysine hydrochloride;magnesium oxide heavy;manganese sulfate monohydrate;nicotinamide;oenothera biennis oil;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin;selenomethionine;sodium borate decahydrate;thiamine mononitrate;zinc oxide (cenovis women's multi vitamins & minerals onc), carvedilol (coreg), hydrochlorothiazide (hctz), ibuprofen (motrin), lisinopril, loratadine, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain, right lower quadrant"). The patient was treated with surgery (hysterectomy (full) with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, endometritis and uterine haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, endometritis, pelvic pain, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 230 lbs. First time, I was told that only left tube was occluded, but the procedure was discontinued due to pain: second time I was told to schedule an ultrasound as a repeat the confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: impression: 1. Negative for appendicitis. 2. Essure devices in place. 3. Hypoechoic fluid collection n the right fundus lies adjacent to the right essure device. This may represent an involuting fibroid r an endometrial/ parametrical fluid collection. Short-term gynecologic follow up is recommended. Hysterosalpingogram - on (B)(6) 2014: impression: intravasation of contrast on the right with filling of gonadal vein. Failure to opacify uterine cavity. Cannot exclude patent fallopian tubes on this exam. Correlation with clinical history is recommended and consider repeat or follow up imaging in 2-4 weeks to assess fallopian tubes as needed.. Pathology test - on (B)(6) 2014: endometrial biopsy diagnostic opinion: endometrium, biopsy: - endocervical mucosa and superficial strips of endocervical mucosa with no significant histopathologic abnormality - no evidence of endometrial tissue for histologic evaluation.; on (B)(6) 2015: final cytologic diagnosis: satisfactory for evaluation scant endocervical component. Rare metaplastic cells identified. No endocervical glandular cell clusters seen negative for intraepithelial lesion or malignancy; on (B)(6) 2017: specimen(s) received: a) uterus, cervix b) left fallopian tube clinical information: abdominal pain, acute right lower quadrant; hematometra (sk) diagnostic opinion: a) uterus and cervix: - chronic endometritis - active chronic cystic cervicitis with reactive epithelial changes b) left fallopian tube: - benign para tubal cysts.. Physical breast examination - on (B)(6) 2015: normal limits. Smear cervix - on (B)(6) 2015: normal. Pap smear abnormality of cervix with ascus favoring benign. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Hypoechoic area with some adjacent fluid seen towards the uterine fundus that may represent submucosal fibroid or even foca1 area of hematometrocolpos given the history of the patient's previous ablation. 2. Left para ovarian cyst. Ultrasound scan vagina - on (B)(6) 2014: findings; endometrial biopsy; on (B)(6) 2014: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2016: impression: unremarkable right hip. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, back pain, menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : stabbing pain in my right lower side of pelvis(pelvic pain). Concerning the injuries reported in this case, the following one was reported via medical records:endometritis concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.